Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
A customer reported an issue with their freestyle flash meter. Upon prod investigation, it was discoverd the meter exhibited the memory overwrite malfunction.